Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02443 & 1825034-2015-01834).

Event description:
It was reported patient underwent a right total knee arthroplasty on an unknown date with competitor product. Subsequently, the patient was revised with biomet product on (B)(6) 2013 due to an unknown reason. Patient underwent a wash out procedure on (B)(6) 2013 due to infection. All poly components were removed and replaced. A revision procedure occurred on (B)(6) 2015 due to periprosthetic fracture after a patient fall.